Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient's deep brain stimulation (dbs) system was implanted and when the impedances were tested, it was noted that there were low impedance values on some of the bipolar pairs; monopolar pairs were within normal limits. The following combinations were reported to all be showing values of 93 ohms: 1<(>&<)>2, 1<(>&<)>2, and 2 <(>&<)>3. The health care provider (hcp) tested the impedances after the implantable neurostimulator (ins) was already implanted so no further troubleshoot/diagnostics were performed and the patient was closed up. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.